Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported by the clinical support specialist (css) that the touch screen was only responsive sporadically. The screen was not locked. The nurse did not feel comfortable attempting a soft screen reset. As a result, the intra-aortic balloon pump (iabp) was exchanged. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "touch screen was only re sponsive sporadically" is not able to be confirmed. If additional information or part is received at a later date, the notification will be reopened and a full investigation will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the touch screen was only responsive sporadically. The screen was not locked. The nurse did not feel comfortable attempting a soft screen reset. As a result, the intra-aortic balloon pump (iabp) was exchanged. There was no report of patient complications, serious injury or death.